Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 533 mg/dl at the time of incident and current blood glucose level was 475 mg/dl. Customer¿s other blood glucose were 420 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and abdominal pain. Customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with perform the high pressure test and the test results was pass. Customer also stated that the repeated high pressure test and the test results was pass. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.